Manufacturer narrative:
(B)(4) complainant part is not expected to be returned for manufacturer review/investigation, as it was reportedly disposed of by the facility. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a revision surgery was completed on (B)(6) 2016 because two screws were backing out. The original surgery was for a right wrist scaphoid triquitrum excision with capitate lunate fusion that had been completed on (B)(6) 2016. Post-operative x-rays showed a non-union and the patient reported pain. The hardware was successfully removed and were intact; the hardware consisted of (2) two screws. The patient was revised with non-synthes devices. There was no surgical delay or additional intervention required. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.